Event description:
On 17-mar-2022, intuitive surgical, inc. (Isi) became aware of ¿translational cancer research¿ journal article titled, ¿three-incision robotic major lung resection for cancer¿ (ueda, k., umehara, t., et al., 2021). Within the journal article, operative complications involving da vinci surgical procedures were noted: two patients underwent open conversion. One conversion was due to silicotic lymph node adhesion to the pulmonary artery. The other patient had an accidental pulmonary arterial injury (total blood loss: 956 g). These patients recovered without postoperative complications. Additionally, during the 30-day post-operative period, there were 5 cases with morbidity of any grade based on clavien-dindo classification. Three cases involved complications with grade =3 morbidity which included wound infection, atelectasis, and re-operation for port site bleeding. According to the article, there was no 90-day mortality. Isi has reached out to the author to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root causes of the patients' post-operative complications cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. An isi clinical development engineer (cde) conducted a clinical article image review and found the following: the placement of the ports is not typical (wound protectors are used for each port and both instruments are placed on one side of the endoscope). It cannot be confirmed if this is off-label use/misuse from the images and video. This complaint is being reported due to the following conclusion: within the journal article titled, ¿three-incision robotic major lung resection for cancer¿ it is noted that multiple patients experienced operative complications after undergoing da vinci-assisted lung resection procedures. In one case, a patient underwent re-operation for port site bleeding. At this time the causes of the surgical complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Field is blank because the even date is unknown. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields in initial reporter is not available. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Manufacturer narrative:
On 13-may-2022, intuitive surgical, inc. (Isi) obtained the following additional information regarding information provided within the journal article: regarding the 5 cases with morbidity of any grade (clavien-dindo classification) and 3 cases with grade =3 morbidities (namely wound infection, atelectasis, and reoperation for port-site bleeding), the corresponding author (a physician) responded that there was no allegation of a malfunction of the da vinci system/instrument/accessory that occurred during the surgical procedures that involved or contributed to the reported postoperative complications. The corresponding author was unable to confirm or determine if these surgical outcomes/complications are considered to be normal, regardless of whether the procedure is robotic or not. In reference to the two patients that were converted to open surgery, the corresponding author confirmed there was an injury to both patients. According to the corresponding author, one patient sustained an unspecified injury that was due to adhesions. The other patient sustained an accidental pulmonary artery injury which with a conversion of the da vinci-assisted surgical procedure to a thoracotomy and the stapler stump was sutured. The system was inspected prior to use and no issues were identified during the setup of the system. There was no malfunction of the da vinci system. It is unknown if there were any issues with port placement. There were no outside influences that were impeding the movement of the system or patient side manipulators (psm). It is unknown how long the procedures were in progress when the issues occurred. There was no report of any post-operative complications. In addition, there is no video recording of the surgical procedures for review. Patient demographic information could not be disclosed.

Event description:
Refer to h10/h11 for follow-up information.